Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the capsular bag tore and a vitrectomy was performed. The surgeon then implanted a sulcus lens. F/u info was rec'd from the sales rep, who reported that the surgeon did not follow directions for use for the device; she did not follow the fill/pull/push sequence and did not use the approved viscoelastic to fill the injector. No further info is expected.

Manufacturer narrative:
Product eval: the device and lens were returned. No damage was observed. Solution was observed in the device and on the lens. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the event appears to have been a failure to follow the dfu. The customer indicated the lens stop was removed before the viscoelastic was added. The customer filled the device with bss and then added an unapproved viscoelastic. The dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle "fill-to" line (approx 0.2ml room temperature ovd). The lens stop is to be removed after this step is completed. In addition, viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. Action taken: investigation has been completed based on current info. The doctor was instructed on the proper use of the device. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).